Manufacturer narrative:
Investigation results: no abnormality is found on process and retained sample, and no similar complaints have been received from other hospitals about this batch of products. As no defective sample has been received for further testing, the root cause of prn loosening cannot be determined. The plant will continue to track and monitor such defects.

Event description:
No additional information.

Event description:
It was reported that bd intima-ii y 20gax1.16in prn ec slm npvc-cap loose / leak. Patient was admitted to our department for treatment of pancreatitis. On (B)(6) 2025, an IV catheter was inserted for intravenous infusion. During a ward round, it was discovered that the heparin cap had come off and blood had pooled in the catheter. The infusion was immediately stopped, and the catheter was replaced to continue the infusion. No serious harm was caused.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.